Event description:
It is reported that he customer is having trouble with the infusion set, no delivery alarm, and sound from the light. It was reported also that there was physical damage on the insulin pump. Customer also stated that keypad unresponsive. Customer's blood glucose at that time was 200mg/dl. Troubleshooting was done. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was monitored and had no audio beep anomaly noted. No sound anomaly from the backlight display noted. Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube.